Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 3000mcg/ml at 1 ,501.4 mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that per the patient¿s mother report "I think something is wrong with his pump. He is usually more relaxed." There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated and no motor stalls or alarms reported. The actions and interventions taken to resolve the issue was the ER (emergency room) provider reviewed the pump report and the patient was to follow up with the managing physician. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.